Manufacturer narrative:
(B)(4). Occupation: initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a second right knee revision on (B)(6) 2018 due to pain and a possible metal hypersensitiy. The tibial insert, tibial tray, and femoral component were exchanged. The patella component was not revised. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2016 (bone cement, tibial and femoral component). Doi: (B)(6) 2018 (tibial insert). Dor: (B)(6) 2018 right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.